Event description:
Additional information was received stating that the vns patient was doing well following explant surgery.

Event description:
It was reported that the vns patient was picking at his generator site and created an open wound. The patient was sent to the ER and underwent surgery on (B)(6) 2014 to explant his generator and lead due to infection. The explanted products were returned to the manufacturer where analysis is currently underway. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Analysis of the generator was completed on 09/08/2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead was completed on 09/11/2014. A single setscrew mark was noted on the connector pin at the end tip suggesting that the lead connector was not inserted completely at one point in time. Based on the location of the complete set of setscrew marks present on the connector pin and scratches from the canted spring observed on the connector ring, it is believed that proper contact between the pulse generator "+" and "-" terminals and the lead connector respective contact points (connector ring and connector pin) existed at least once. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion.